Event description:
I went to sleep and woke up in the ambulance. My mom found me drooling and unresponsive at around 10 pm. My blood sugar had dropped to 20 mg/dl. I never increased my insulin and ate, drank a lot of fluids. On (B)(6) 2025, in the am my mom found me severely hypoglycemic and had to call the ambulance again to revive me. I had not increased my insulin or made any changes in my diet. I stayed about 5 hrs at the ER where they gave me a second dose of 50% dextrose in water for intravenous injection, peanut butter and bread, guava juice. The last time this happened to me was about 27 yrs ago. Found that I had to cut my dose to 50% to prevent any hypoglycemic reactions. This was a large decrease that I didn't expect at all. Seemed like my pump was pumping a lot more insulin. I had to repeatedly eat upon coming home- fruits, peanut butter and bread, small meals as I dialed down my insulin dosage to 50%. I was terrified to sleep and I get up every couple hours each night to make sure I'm alright, taking my blood glucose, keeping it around 130-150. Same thing happened on (B)(6) 2025.